Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed fast stop messages. This error causes the system to shutdown, resulting in a recoverable loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.